Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the need broke. The customer's blood glucose at the time of the incident was 150 mg/dl. The product will be returned to the analysis.

Manufacturer narrative:
The information provided was not included with the initial report. The updated information has been provided with this report.

Event description:
It was reported that the sensor insertion needle broke prior to inserting into the body.